Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: a portion on the t8 star drive tip is broken off as reported. The broken off fragment was not returned for investigation. Beside the damage on the tip the screw driver is intact and in good condition. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document / specification review: the manufacturing document shows that the production procedure was according to the specifications with no ncr¿s noted and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Investigation conclusion: the complaint is confirmed as the t8 tip is partially broken off. The device was produced more than 11 years ago and hence was in frequent use and therefore a manufacturing related root cause can be excluded. It has been determined that a mechanical overload has led to the breakage of the sensitive t8 star drive tip. For limits on reprocessing for instruments please see the leaflet ¿important information¿ version se_023827 ak at page 4: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.226.004, lot: 2417935, manufacturing site: bettlach, release to warehouse date: 27.nov.2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6)2020, the patient underwent the open reduction internal fixation (orif) surgery for navicular fractures and the tip of the screwdriver shaft broke. The surgeon used the screwdriver shaft to bury the screw head. When the half part of the screw head was buried, the engagement of the screw and the screwdriver shaft became bad, the surgeon tried to connect the screwdriver shaft with the screw head but could not connect it. The surgeon removed the screwdriver shaft and checked it, and he confirmed that the tip of the screwdriver shaft was broken, and the fragment of the screwdriver shaft was left in the screw head. The fragment of the screwdriver shaft was extracted from the screw head and the surgery was completed with another screwdriver shaft. The surgery was completed successfully with a less than thirty (30) minute delay. The patient was reported as stable. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) cannulated stardrive scrwdrvr shaft for 3.0mm hcs t8. This is report 1 of 1 for (B)(4).